Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Clinical review shows that the treatment report shows an aborted treatment. According to this report, the desired flap thickness was 90 microns (m). However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. Since the customer aborted the procedure and completed afterwards with a different patient interface there is no evaluation of the first procedure possible. The root cause could be the thickness setting by the user. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital staff member reported that before finishing the flap, the surgeon noted that the image was abnormal and the flap thickness seemed abnormal. The surgeon thought the patient interface contributed to making the flap thickness abnormal. The surgeon exchanged the patient interface and completed treatment. The patient was seen in follow up and the patient's vision was noted as being normal. No additional information available.